Manufacturer narrative:
Other relevant device(s) are: valiant stent graft, catalog number: unknown, serial number: unknown, use by date: unknown and upn# unknown, valiant stent graft, catalog number: unknown, serial number: unknown, use by date: unknown and upn# unknown. Journal article details; debranching of supra-aortic vessels via femoral artery inflow for late ascending aortic rupture joshua a. Gabel, sheela t. Patel, roger t. Tomihama annals of vascular surgery. Doi: https://doi.org/10.1016/j.avsg.2018.10.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aortic aneurysm repair on an unknown date. Prior to implant of the stent graft system, it was reported that the patient presented emergently with chest pain and a 10 cm pulsatile chest mass. CT angiography showed a contained aortic rupture. The patient also subsequently developed acute respiratory failure. During the index procedure, the patient first underwent an extra-anatomic left superficial femoral to left axillary artery, left axillary to left common carotid artery, and left to right carotid-carotid artery bypass. A 46 mm medtronic thoracic stent graft was then implanted immediately distal to the coronary sinus. An exact proximal landing zone was ensured using continuous visualization with tee and fluoroscopy. Tee confirmed patency of the coronary ostia after placement of the stent graft. Two additional thoracic stent grafts were then deployed with distal overlap to reline the descending aorta. The left subclavian artery was embolized using a non-medtronic plug and the right innominate artery was embolized using a non-medtronic coils. The left common carotid artery was surgically ligated proximal to the bypass. Completion angiography demonstrated exclusion of the contained rupture with no evidence of endoleak, and complete stent apposition. It was reported that postoperatively the patient's pulsatile mass resolved, and they maintained a full range of motion in all extremities. The stent grafts were monitored daily using doppler ultrasonography and were found to remain patent until the patient died 32 days post implant procedure, secondary to multidrug-resistant pneumonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.